Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the guidewire was separated at approximately 2.8cm form its distal end. The guidewire stainless steel core wire and polyurethane were separated. The guidewire was bent just proximal to the separation site. Scanning electron microscopy (sem) of the separation site determined that the failure appears to be due to a cyclic event with torsion and multidirectional bending. The guidewire coating was present and found within specification. The guidewire measurements were found to be conforming to its required dimensional specifications. Examination of the guidewire fracture sites showed evidence that the guidewire was over-torqued. However, the cause of the break in relation to the guidewire bend cannot be definitively determined; therefore, following review of all available information, the root cause of the reported issue cannot be determined.

Event description:
It was reported that as the physician attempted re-adjust the guidewire, resistance was encountered, and the guidewire tip broke in the internal carotid artery (ica). The physician successfully removed the guidewire tip with a snare device. There were no clinical consequences reported to the patient.

Event description:
It was reported that as the physician attempted re-adjust the guidewire, resistance was encountered, and the guidewire tip broke in the internal carotid artery (ica). The physician successfully removed the guidewire tip with a snare device. There were no clinical consequences reported to the patient.